Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had been experiencing pain secondary to the loosening of her corail femoral stem. Intra-operative assessment confirmed that the stem was loose at bone to implant interface. The patient also had a pinnacle metal on metal bearing surface. The metal liner, corail stem, and femoral head were removed and replaced with a poly liner, corail revision stem, and ceramic femoral head. I doi: (B)(6) 2006, dor: (B)(6) 2020, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The provided x-ray images have been reviewed and the reported allegation could not be confirmed. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.